Manufacturer narrative:
(B)(4) probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the device failed to transmit current when used in conjunction with a non-bsc generator. The cord was changed, but no cautery was produced. Another non-bsc generator (with argon plasma coagulation) was then used, but still failed. The bleed was ultimately stopped using the argon plasma coagulation unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the device found no anomalies. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the device failed to transmit current when used in conjunction with a non-bsc generator. The cord was changed, but no cautery was produced. Another non-bsc generator (with argon plasma coagulation) was then used, but still failed. The bleed was ultimately stopped using the argon plasma coagulation unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the device failed to transmit current when used in conjunction with a non-bsc generator. The cord was changed, but no cautery was produced. Another non-bsc generator (with argon plasma coagulation) was then used, but still failed. The bleed was ultimately stopped using the argon plasma coagulation unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.